Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. Upon interrogation, it was noted that the implantable cardiac monitor had some episodes of asystole and exhibited a sensing anomaly. The patient would continue to be monitored. No medical intervention or patient symptoms were reported.